Manufacturer narrative:
This supplemental report is being submitted to make a correction on the aware date.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. A visual inspection of the received condition was performed on the device; foreign material was observed and is indicative of use. The probe tip is detached from the distal end of the device. The breaking point measures approximately at 0.638¿ of the probe. The probe tip was not returned along with the device and is suspected to be missing. The device was attached to the usg-400/esg-400 generators and a probe check was performed; the device failed the probe check. Prompted with a u509 ultrasonic probe error. In addition, both switches were checked and found both switches are functional. The ptfe pad (teflon pad) was inspected and found it slightly worn, with no metal exposed. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The rotation of the knob torque is normal and smooth. Based on the evaluation, the potential cause to the reported probe damage can be attributed to (unintended) operational error and/or user mishandling.

Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. However, based on similar reported complaints the potential cause of the reported probe damage can be attributed to unintended operator error. The instruction manual provides the following warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. As a preventive measure, the instruction manual also provides warning to prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer.

Event description:
Olympus was informed that at the end of a total laparoscopic hysterectomy procedure, the physician doing a colpotomy when the 16mm probe at the distal tip of the device broke and fell off. The location of the broken probe is unknown as the patient was inspected for injuries and had x-rays performed to search for the broken probe. The surrounding surgical field was also inspected but the broken probe was not located. As a result, there was a delay in the procedure due to taking x-rays. A longer stay or additional treatment as a result of the event. The intended procedure was completed using a second-like device. There was no patient injury reported.